Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -10.5/1.5/089 (sphere/cylinder/axis), implantable collamer lens tore/broke during injection/delivery into the patient's left eye (os) on (B)(6) 2024. No patient contact. A similar lens was implanted on (B)(6) 2024. This resolved the problem.